Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a black screen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device had a black screen. It was reported that the touchscreen was fully operational, but the lcd was not showing anything. The customer requested and was provided with the part number of the user interface assembly.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the device and determined that the issue was due to a failure related to the user interface (ui) assembly. However, the repair of the device cannot be conducted at this time due to a backorder status of the ui assembly needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the ui assembly becomes available, the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the bad display issue has never been resolved previously, and that the device has been out of service. The remote service engineer (rse) informed the customer about upgrading the first generation display to the second-generation display. The rse also informed the customer that the user interface assembly can also be replaced. The customer was provided with the part numbers of replacement parts.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.